Event description:
Event description cpi received information that during a routine follow-up this implantable cardioverter defibrillator was found unintentionally in the 'off' mode. The health care professional was going to discuss environmental issues (magnets, etc.) With the patient and program the device back to the 'monitor + therapy' mode. The exact cause for the unintentional reprogramming is unknown.